Manufacturer narrative:
5/12/1998: h6 - primary finding of device analysis revealed motor stall due to motor coil anomaly.

Event description:
Returned product rec'd with no info on accompanying form as to the reason for device removal. Preliminary device analysis by the MFR revealed a motor stall. Analysis is ongoing as of the date of this report.